Manufacturer narrative:
The investigation has been completed and the reported issues were confirmed. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, the customer received multiple cartridge change error messages during the load process. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer would use manual injections as alternate insulin therapy.